Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded groshong connector was confirmed. The product returned for evaluation was one 3fr s/l groshong connector. The returned sample included the proximal connector segment. The distal segment was not returned for evaluation. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be fully occluded. Microscopic inspection of the sample revealed the metal cannula to be occluded by white crystalline precipitate. The precipitate was found at the proximal end of the metal cannula, within the connector bore. The precipitate was hard and was adhered to the plastic of the connector. The location and nature of the occluding material suggested that it was introduced to the connector following manufacture. It appeared that the occluding material was precipitate left behind from an infusate. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that after the catheter was placed in this patient, blood could not be drawn, nor was normal saline injected. After the patient¿s position was adjusted and the position of the catheter was confirmed, it was still unusable. After another connector supplied with the catheter was used, injection and blood draw were performed successfully. The catheter placement was completed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp4166 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.

Event description:
It was reported that after the catheter was placed in this patient, blood could not be drawn, nor was normal saline injected. After the patient¿s position was adjusted and the position of the catheter was confirmed, it was still unusable. After another connector supplied with the catheter was used, injection and blood draw were performed successfully. The catheter placement was completed.